Manufacturer narrative:
Results: the report of can¿t insert leads fully was not confirmed. Multiple lab leads were used to functionally test both of the header ports for insertion and no issues were observed. The ipg was also functionally tested using the autotest system and all tests passed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (sweden) the physician experienced difficulty inserting the patient's second lead into the ipg port during a permanent implant surgery on (B)(6) 2014 . Lead diagnostics during programming showed high impedances. The next day the patient underwent surgical intervention where the physician attempted to re-insert the lead into the ipg port without success. The physician decided to replace the ipg and was able to successfully insert the leads into the ipg ports. Lead diagnostics were normal.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.